Manufacturer narrative:
The glidescope avl video monitor and glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative could not duplicate the intermittent image during testing. When the technical service representative connected the customer's video baton to the customer's video monitor the image displayed by the returned video monitor was stable and clear with good color rendition. However, during testing, it was found that the external video button on the video monitor engaged intermittently. Due to this unrelated issue the keypad overlay was replaced. The video monitor passed all tests and was returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.